Event description:
The technician alleged the bed was not functioning. No pt impact.

Manufacturer narrative:
The technician found signs of fluid ingress in the power control board. The technician replaced the power control board assembly to resolve the issue.